Event description:
According to the customer the joint has a mechanical damage. The patient do not fall.

Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The joint is not in a good condition. The front link splayed open and the axle bolts is loose. No fall or injury occurred due to this failure, but it could have led to patient injury.